Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? Unable to share an exact amount (ml¿s), but a moderate amount since the renal artery was bleeding until we were able to get it clamped. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Batch # m55009. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a renal procedure, "the device cut a longer line than it stapled when fired on the renal artery. The surgeon manually clamped the artery and put a clip in place to control the bleeding right away." No amount of bleeding was quantified and there was no report of blood products being given. It is unknown how the case was completed.